Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues. During evaluation, the device's filter was found to be contaminated with a foreign substance. The device's blower motor, filter, thermistor, flow sensor assembly and tubing were replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues. During evaluation, the device's filter was found to be contaminated with a foreign substance. The device's blower motor, filter, thermistor, flow sensor assembly and tubing were replaced to address the issue. The coding has been updated to reflect the fsn for sound abatement foam degradation.